Manufacturer narrative:
(B)(4). Inflammation occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a bilateral mastectomy and superficial inferior epigastric artery free flaps on (B)(6), 2012 and suture was used. Following the procedure the patient experienced a reaction at the abdominal closure. The redness did not start immediately and seemed to increase as time went on. The physician states that he will monitor the redness. Additional information has been requested.